Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low and high blood glucose. The customer's blood glucose was 40, 60 and 280 mg/dl. The customer was reported that bigger sized air bubbles were present in the reservoir during therapy and sometimes champagne sized air bubbles were present in the tubing. It was also reported that air bubbles were successfully removed. The insulin pump and reservoir will not be returned for analysis.